Event description:
Allegedly, the patient had problems with her left hip following her 2010 surgery. Plaintiff underwent a second left hip surgery on (B)(6) 2017. Components caused metal to break off of the systems parts and become permanent contaminants within patients bodies. The design allow mom contact within the prosthetic joint system and thereby cause flakes of metal to contaminate the bloodstream of the patient including plaintiff herein and cause associated tissue damage.